Event description:
Reporter alleged he had been obtaining high blood glucose results on his advantage system for 1.5 weeks and went to the doctor as a result. Reporter stated his advantage system read 343 mg/dl compared to the doctor's measurement of 93 mg/dl when comparative testing was performed a few minutes apart. No report of any actions that were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.